Event description:
The customer reported the device shuts down without warning. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. Shorting inside the on/off power button created an electrical short across the button which resulted in the button being activated even when not physically pressed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: s7k 5y2 h3 other text : device not received.

Event description:
The customer reported the device shuts down without warning. No patient impact or consequences were reported.